Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 211 mg/dl. The customer will continue to use current pump for insulin therapy.